Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms.

Event description:
It was reported that the insulin pump squirted out the insulin through the tubing during the manual prime. Troubleshooting was performed. Instructed the caller to change the infusion set and ran again the rewind process, but the insulin kept squirting out. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. The customer's blood glucose reading was 430 mg/dl, and he was treated with manual injections. No further information was provided.